Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right total knee replacement surgery on (B)(6) 2008 using otismed technology. It is alleged that based upon the bone scan of (B)(6) 2008, which the doctor interpreted as demonstrating "loosening under the tibial component", the diagnosis was "aseptic loosening right total knee replacement arthroplasty". It is further alleged that on (B)(6) 2009 the patient presented with a chief complaint of "severe right knee pain; it was noted that she currently walk with a cane and on examination she demonstrated "gross tenderness to the knee and pain with range of motion". The diagnosis was "aseptic loosening, right total knee replacement arthroplasty" and the plan was a revision. On (B)(6) 2009 the patient underwent revision of her right total knee arthroplasty.

Manufacturer narrative:
An event regarding alleged pain and loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the primary and revision operative reports, office notes, and x-ray printouts by the consulting clinician indicated "no x-rays or bone scan images of the primary right total knee arthroplasty, no examination of explanted components, and no bone scan report consistent with or diagnostic of tibial component loosening are available. The revision operative report notes requirement to use flexible osteotomes to remove the femoral and tibial components, and there is no description of migration of the tibial component, all of which is not consistent with component loosening. There is no confirmation of the source of knee pain leading to revision and no evidence of relief of symptoms after the revision. Based upon the information available for review, there is no evidence that factors of faulty primary total knee component design, manufacturing or materials were responsible for this clinical situation. It would be worthwhile to rule out reflex sympathetic dystrophy as the cause of the pain after the primary and subsequent revision total knee arthroplasties." -device history review: a device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event was not confirmed nor the root cause could be determined based on review of the primary and revision operative reports, office notes, and x-ray printouts by the consulting clinician indicated "no x-rays or bone scan images of the primary right total knee arthroplasty, no examination of explanted components, and no bone scan report consistent with or diagnostic of tibial component loosening are available. The revision operative report notes requirement to use flexible osteotomes to remove the femoral and tibial components, and there is no description of migration of the tibial component, all of which is not consistent with component loosening. There is no confirmation of the source of knee pain leading to revision and no evidence of relief of symptoms after the revision. Based upon the information available for review, there is no evidence that factors of faulty primary total knee component design, manufacturing or materials were responsible for this clinical situation. It would be worthwhile to rule out reflex sympathetic dystrophy as the cause of the pain after the primary and subsequent revision total knee arthroplasties." If additional information and/or devices becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Corrected data: date of awareness. Date of awareness submitted for supplemental 1 should show 12/13/2017. Date of awareness when submitted showed 12/13/2016 which was incorrect.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right total knee replacement surgery on (B)(6) 2008 using otismed technology. It is alleged that based upon the bone scan of (B)(6) 2008, which the doctor interpreted as demonstrating "loosening under the tibial component", the diagnosis was "aseptic loosening right total knee replacement arthroplasty". It is further alleged that on (B)(6) 2009 the patient presented with a chief complaint of "severe right knee pain; it was noted that she currently walk with a cane and on examination she demonstrated "gross tenderness to the knee and pain with range of motion". The diagnosis was "aseptic loosening, right total knee replacement arthroplasty" and the plan was a revision. On (B)(6) 2009 the patient underwent revision of her right total knee arthroplasty.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Legal matter.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right total knee replacement surgery on (B)(6) 2008 using otismed technology. It is alleged that based upon the bone scan of (B)(6) 2008, which the doctor interpreted as demonstrating "loosening under the tibial component", the diagnosis was "aseptic loosening right total knee replacement arthroplasty". It is further alleged that on (B)(6) 2009 the patient presented with a chief complaint of "severe right knee pain; it was noted that she currently walk with a cane and on examination she demonstrated "gross tenderness to the knee and pain with range of motion". The diagnosis was "aseptic loosening, right total knee replacement arthroplasty" and the plan was a revision. On (B)(6) 2009 the patient underwent revision of her right total knee arthroplasty.